Manufacturer narrative:
This supplemental report is a correction to the previously submitted MDR. Following communication from the FDA regarding incorrect/missing UDI numbers, baxter reviewed the subject MDR and determined brand name, product code, and UDI corrections were required to this MDR in alignment with the gudid.

Event description:
It was reported that the patient was desaturating to 88% while connected to the life2000 and an omega xl 5l home oxygen concentrator. No medical intervention was required. This report was filed in our complaint handling system as complaint # (B)(4).

Event description:
It was reported that the patient was desaturating to 88% while connected to the life2000 and an omega xl 5l home oxygen concentrator. No medical intervention was required. There was no report of device malfunction. This report was filed in our complaint handling system as complaint # (B)(4).

Manufacturer narrative:
It was reported that the patient was desaturating to 88% while connected to the life2000 and an omega xl 5l home oxygen concentrator. The patient is a 79-year-old female who has been using the life2000 device since (B)(6) 2022 for a relevant medical history of chronic respiratory failure with hypoxia, copd, emphysema, and diabetes. The caregiver reported when the life2000 was connected to the oxygen concentrator, the flowmeter dropped from 4.5 lpm to 4 lpm and had to be adjusted. The patient desaturated and switched from the life2000 to an e cylinder oxygen tank and her spo2 recovered to baseline. The patient¿s baseline spo2 is 94% and her physician wants spo2 >92% (prescription states maintain spo2 >90%). The patient¿s interface was changed last week, and other tubing was cleaned. The patient is normally on the life2000 during the day and trilogy ventilator at night. The patient¿s caregiver was advised to have the patient use her normal oxygen and nasal cannula during the day and trilogy ventilator at night until the life2000 equipment is swapped. The caregiver stated the patient needs the positive pressure to avoid high co2. The (B)(6) clinician advised to obtain direction from the patient¿s physician. The life2000 ventilation system is intended to provide continuous or intermittent ventilatory support for the care of individuals who require mechanical ventilation. The system is intended for use by qualified, trained personnel under the direction of a physician. Specifically, the system is applicable for adult patients who require the following types of ventilatory support: positive pressure ventilation, delivered invasively (via et tube) or non-invasively (via mask); assist/control mode of ventilation. The device instruction for use state always have an alternate means of ventilation or oxygen therapy available. Oxygen desaturation is a below-normal level of oxygen in the blood. Normal pulse oximeter readings range from 94 to 100 percent a value under 90 percent is considered low. Oxygen desaturation can be contributed to disorders such as copd, emphysema, respiratory failure, or other pulmonary disorders. Treatment typically consists of oxygen measurement (via blood test or pulse oximetry) and oxygen administration. In this event, although the patient¿s oxygen level was clinically below normal range, the change was temporary, and no accompanying symptoms were reported. There was no indication the event was life-threatening, and the patient recovered at home without medical intervention, concluding a serious injury did not occur in this case. Although an inspection of the device is pending, information reviewed reasonably suggests the cause of the reported drop in oxygen saturation is possibly related to a system interaction/malfunction between the life2000 and third-party vendor concentrator leading to oxygen flow from the concentrator falling below the prescribed level, as well as other factors such as patient's underlying pulmonary pathology. If this system interaction/malfunction were to recur, it is likely to cause or contribute to a serious injury.